Event description:
It was further reported that the patient's c-reactive protein (crp) levels had increased and there was pus formation at the driveline exit site. The outflow graft (ofg) remains in use.

Manufacturer narrative:
A supplemental report is being submitted for correction. Correction b.5: the event narrative was updated to include the disposition of the outflow graft (ofg) and additional patient sign/sy mptom associated with the event. Correction h.10: the ofg was added as an additional product associated with the adverse event. Additional products: d1: heartware ventricular assist system ¿ outflow graft. D4: model #: 1125 / catalog #: 1125 / expiration date: 28-feb-2021 / serial #: (B)(6) UDI #: (B)(4) d10: no. H4: mfg date: 28-feb-2019. H5: yes. H6: patient code(s): c26726. H6: device code(s): c50765. H6: FDA results code(s): 3233. H6: FDA conclusion code(s): 11. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicating the infection affected all components of the left ventricular assist device (vad). B2 : adding life threatening. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that blood culture and smear were taken and showed positive result for staphylococcus aureus. The patient was continued on intravenous antibiotic therapy and a positron emission tomography (pet) computerized tomography (CT) scan revealed an infection of all components of the left ventricular assist device (vad) including the driveline, aggregate and outflow prosthesis, reactive mediastinal lymphadenopathy, and infection/repair in the still relatively fresh sternotomy.

Manufacturer narrative:
This information was received from the (B)(6) study. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an acute infection at the driveline exit site. A blood diagnostic test was performed and revealed an increase in white blood cell count (wbc) parameters. An intravenous (IV) antibiotic was giving and the driveline remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. This c complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information provided by the site indicated that the patient experienced an acute infection at the driveline exit site. A blood diagnostic test was performed and revealed an increase in white blood cell count (wbc) parameters. An intravenous (IV) antibiotic was administered. Additionally, a blood culture and smear revealed a positive result for staphylococcus aureus. The patient was continued on IV antibiotic therapy. A positron emission tomography (pet) and computerized tomography (CT) scan revealed an infection of all components of the left ventricular assist device (vad), reactive mediastinal lymphadenopathy, and infection/repair in a fresh sternotomy. Additional information received from the site indicated that the patient's c-reactive protein (crp) levels had increased and there was pus formation at the driveline exit site. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-exis ting history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft d4: serial #: (B)(6) h6: FDA method code(s): 4114, 3331 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 22, 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.